Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es main drawer 2.2 was failed to lock. The customer reported that there was a delay in dispensing the medication and they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2019 and confirmed that this device was not previously returned for service and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿s main drawer 2.2 was failed to lock. The field service engineer (fse) had investigated a locking issue with anaesthesia drawer 2.2. Upon inspection, it was found that the solenoid cable was not fully seated and secured. The fse reseated the cable and verified proper locking functionality. Diagnostic testing was performed, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es main drawer 2.2 was failed to lock. The customer reported that there was a delay in dispensing the medication and they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.